Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-tortuous and moderately calcified brachial vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-tortuous and moderately calcified brachial vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
E1 initial reporter address (B)(6). Device evaluated by MFR.: a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 6mm in length and extended from a position 3mm distal of the proximal markerband to 2mm proximal of the proximal markerband. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.